Event description:
Boston scientific crm received info that this right atrial (ra) lead exhibited noise. It was noted during device replacement procedure that, the pt's left ventricular (lv) lead had been in the pt's atrium, thus could have caused the noise on the atrial channel. It was noted that there was suspected to have been inappropriate atrial tachycardia response (atr) episodes; however, there was no inappropriate therapy decisions due to the atrial noise. The pt was noted to have a narrow qrs complex and the device had been programmed to right ventricular (rv) only pacing. This lead was explanted and replaced. To date, there have been no reported adverse pt effects related to this clinical observation. At this time this product has not been returned to boston scientific, crm for analysis. There is no additional info available. If further info becomes available this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.